Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on august 4,2019. Customer¿s blood glucose was in the 1100 mg/dl at the time of hospitalization. Customer had dehydration. Customer was treated with insulin drip. Insulin pump had insulin flow block alarm. The insulin pump will be returned for analysis.